Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as a staph infection. The site was hard and swollen. For treatment, the site was cut open and drained. The patient was prescribed bactrim at 13 ml to take 2 times per day for 10 days. The pod was worn longer than 48 hours on the leg. The patient was discharged after 5 hours. The pod was discarded.